Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Further evaluation determined a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Used two of the exact same probes, pcs-17 lot #26054, and both had frosting all the way up the shaft. The doctor didn't continue using them and requested a new probe, a v-probe. Complaint 1 of 2.